Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that they experienced a low blood glucose level of 52 mg/dl. The customer reported having a low blood glucose and now a high blood glucose. The customer treated for the low blood glucose level with carbohydrates. The current blood glucose level was 298 mg/dl. The customer treated the high blood glucose level with the insulin pump. The customer did not troubleshoot still working with trainer and assisted with reviewing bolus history. The insulin pump will not be returned for analysis.